Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with phrenic nerve stimulation (pns). Upon interrogation of the device it was determined that the ra lead was causing the pns. The device was reprogrammed and the patient was sent for an x-ray, which confirmed the ra lead was dislodged. The lead was repositioned. Patient's condition was stable before, during and after the procedure.